Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'air in line failure', which was not reproduced. A review of the event history log identified evidence of a "air in line error". The reported condition was verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line failure. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.